Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer stopped pacing. The analyzer passed functional testing. However, the analyzer connector to the patient cable was damaged. The analyzer was replaced.

Event description:
It was reported that the programmer's printer had abnormal behavior. The programmer was returned for service. It was reported that the analyzer stopped pacing during a case. The patient was not pacing dependant. The analyzer was returned for service. No patient complications have been reported as a result of this event.